Manufacturer narrative:
A sample has been received and in-house investigation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a dull knife was noted during surgery. An alternate knife was used to continue the procedure. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
One knife sample was received by manufacturing inside of an opened blister package. The sample was examined per facility procedure and was found to be visually nonconforming with a damaged cutting edge at the ear. Penetration and sharpness testing was then performed and found to be conforming. The visual inspection was nonconforming, however the functional test was found to be conforming. The physical damage did not impact the performance of the device, therefore a dull blade as described in the complaint cannot be determined from this evaluation. A root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided: a sample has been received by a company affiliate that has not yet been received by manufacturing for evaluation. Additional information is provided: the final customer lot number was identified. A review of the related device history record (DHR) for the reported lot number has been performed and no anomalies were found. The product was released according to product acceptance criteria. A complaint history examination revealed that this was the second complaint for the reported issue received against the customer's reported lot number because no sample was returned and the device history record review of the provided lot number indicates that the product was released according to the manufacturer's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Defects, such as burrs, dull and blunted cutting edges, are removed from the lot and scrapped. Penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).